Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Health effect clinical code: (B)(4). Lens work order search- no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -7.5/+1.0/097 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault and significant reduction of irido-corneal angles (ica) is reported. Reportedly, the lens remains implanted. The cause of the event is reported as other: ocos.